Event description:
The customer reported to beckman coulter ibec) that the coulter lh 780 hematology analyzer had just been serviced and the probe became stuck again causing blood to drip onto the sample drip tray. This issue generated an error stopping the instrument, and the customer requested service back again. The material safety data sheet (msds) information was not reviewed by the customer. The facility has an exposure control or risk management plan in place. The operator was instructed to wear personal protective equipment (ppe), before troubleshooting the anlyzer. There was no exposure to mucous membranes or open wounds, as the leaked was caught in the drip tray and shield within the instrument cover. No medical attention was sought. No patient results were affected. The cycle never produced a result. There was no death, injury, or effect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed "probe wipe obstructed" errors. The fse discovered that the new probe wipe that was installed had a set screw that was loose on the motor and had come apart from the lead screw. The fse reattached the motor to the lead screw and tightened the set screw down, and then verified the instrument operation. Failure mode was related to the loose set screw on probe wipe after previous service installation. However, probe wipe obstructed errors occurred to alert the operator to an instrument problem. (B)(4).